Manufacturer narrative:
(B)(4). There was no reported product deficiency. Hypotension and bradycardia are listed in the product instruction for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Embolic protection: emboshield nav6 (22438-19/0101251). The stent remains in the patient. A follow-up will be submitted with all rlevant information.

Event description:
It was reported via a trial that after the implantation of the xact stent in the left internal carotid artery, the patient experienced hypotension and bradycardia that required treatment with neosynephrine, dopamine, fluid bolus, and one dose of atropine. The hypotension resolved two days post procedure upon discharge. There was no adverse patient sequela. There was no additional information provided.